Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller (customer's granddaughter) reported a delivery issue, stating the customer had not received his replacement meter and test strips and was therefore unable to test. Customer had previously contacted adc on (B)(6) and reported receiving an error 4 message on his adc blood glucose meter. Caller additionally reported that due to the customer being unable to test, he was taken to the emergency room and "was given something because his sugar was too low". No further information was provided by the caller. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint. It has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle lite meter and freestyle strips were reviewed and the dhrs showed the freestyle lite meter and freestyle strips passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed within specification and passed. A tripped trend review was completed for the reported complaint and freestyle test strips. Although trips were observed, no further track and trend review was required as there were no confirmed complaints. A tripped trend review was completed for the reported complaint freestyle lite meter. Although trips were observed, no further investigation is required since the trips are associated with a known issue. For the trip in (B)(6) 2015, no further investigation was required if the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Caller (customer's granddaughter) reported a delivery issue, stating the customer had not received his replacement meter and test strips and was therefore unable to test. Customer had previously contacted adc on (B)(6) and reported receiving an error 4 message on his adc blood glucose meter. Caller additionally reported that due to the customer being unable to test, he was taken to the emergency room and "was given something because his sugar was too low". No further information was provided by the caller. There was no report of death or permanent impairment associated with this event.